Event description:
The initial reporter received a questionable elecsys estradiol iii (estradiol iii) result from one patient sample tested on the cobas e411 disk. On (B)(6) 2025: the initial result was 251.8 pg/ml. On (B)(6) 2025: the first repeat result was 168.3 pg/ml. The second repeat result was 209.7 pg/ml.

Manufacturer narrative:
The reagent lot number is 816576. The expiration date was requested but not provided. The investigation is ongoing.

Manufacturer narrative:
The customer stated that the qcs were within the specified ranges. It was reported that the customer's handling of patient samples was acceptable. The field service engineer inspected the analyzer and identified a misadjusted microbead mixer paddle and the sample and reagent probes had caused the event. He repaired these parts and verified that the analyzer was again performing according to specifications. The investigation determined the event was due to user maintenance (bent microbead mixer paddle). Product labeling states, "notice risk of bending the microbead mixer paddle. Wipe the microbead mixer paddle carefully." The investigation determined that the service actions resolved the issue.